Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in greece. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detachment from the correct site tubing connector at left abdomen. The infusion set was in use for one day. The patient reported that there was not stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.